Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As additionally reported to coloplast, though not verified, the patient with the device also experienced vaginal pain and bleeding for the last 6-8 weeks. Normal exam except protruding mesh on the right upper corner of the vaginal apex. Pvr 150 cc. Mesh revision surgery scheduled for next year. Also reported but likely not restorelle related, laparoscopic-assisted sigmoid resection with cecorectal anastomosis (cra) and vaginal repair secondary to diverticulitis with intraoperative consultation for a vesicovaginal fistula ¿ unknown anesthesia. A small fistulous area on the right lateral cuff edge was identified and oversewn robotically. Granulation and persistent vagina lesion/tissue in the vaginal cuff co2 fulguration of granulation tissue with amniofix application and closure of the defect in the vaginal cuff ¿ general anesthesia.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the legal representative stated the patient with this device experienced abnormal vaginal discharge, spotting/ vaginal bleeding, pain, low grade fewer, visible sutures, tenderness at incision, chronic vaginal infections and vaginal granuloma. Mesh revision and excision of vaginal granuloma under general anesthesia was performed. There was no visible mesh eroding through into the vaginal mucosa, but there was a granuloma over the left anterior vaginal mucosa over what was likely the path of the sling as well as a taut area of tissue in the findings. Several areas of inflammatory tissue were noted. A bowel resection was also performed secondary to diverticulitis.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As additionally reported to coloplast, though not verified, the patient with the device also experienced vaginal pain and bleeding secondary to exposed vagina mesh. Excision of exposed vaginal mesh under general anesthesia. Pathology diagnosis of reactive squamous-lined granulation tissue with chronic inflammation and foreign body-type reaction.